Event description:
Patient (B)(6) was scheduled for a tavr procedure on (B)(6) 2026 at the recommendation of dr. (B)(6). Between 1p - 2p dr. (B)(6) called me (patients son and medical power of attorney) to let me know surgery was aborted due to excessive bleeding. Around 5:30p dr. (B)(6) spoke to the patient's daughter, (B)(6), and told her was in the ICU and being monitored for stoke and bled out so much he needed multiple transfusions. I arrived at the hospital at 7:30p with my wife and went to the cicu unit. My father was in an ICU room at that time and an employee asked if we were family and said he would find someone to check in with us. I let him know that no one had been in contact with me and have not spoken to the operating physician. Shortly after, I received a call from dr. (B)(6), who was not a part of the original care team, but was the vascular surgeon who had to take over and perform the transfusions. It was at that time that he said the tavr device malfunctioned, causing the tear and bleeding. After speaking to him, I was able to speak with (B)(6) the pa on the floor, who also explained that we should speak with dr. (B)(6), who could explain more about the device malfunction that caused the surgical outcome. My sister finally spoke to dr. (B)(6) on thursday afternoon and he explained that the device poked through the sheath and deployed at the wrong time and in the wrong area, tearing his artery. 21 pints of blood were transfused during the surgery. Dr. (B)(6) explained that he has doe roughly 5,000 tavr surgeries using this valve manufactured by edwards life sciences in about 80% of surgeries and this is the first time this has happened. My father in still in the cardiac ICU and has experienced multiple complications after the catastrophic device malfunction: wound closure surgery, tracheotomy, pneumonia, blood clots and kidney issues now necessitating dialysis. As of yesterday, (B)(6) his mental state was said to be declining and has stopped responding to verbal cues favorably, as he was doing before. Due to the device malfunction during surgery, the quality of life for my father has changed drastically from having a procedure to reduce his risk of heart attack to being in an unresponsive state currently and unknown recovery plan.